Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement or high pacing thresholds.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds after the patient experienced a fall. Additional information confirmed the lead dislodgment was attributed to the fall. As result, the patient received intravenous antibiotics and the lead was surgically removed. A new rv lead was implanted during the procedure. No additional adverse patient effects were reported.